Manufacturer narrative:
This is a report of a use error in which the heater bag disconnected and fell. The patient stated there was a loose connection between the heater bag and the supply line due to not tightening the connection enough. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of four. The patient was connected at the time of the alarm. The patient stated the heater bag became disconnected and fell. During troubleshooting the patient stated that the cause was a use error because they were not tightening the connection enough. The technical service representative (tsr) had the patient cycle the power on the homechoice. The tsr had the patient close all the clamps including the transfer set and turn off the machine. The tsr instructed the patient to disconnect the aseptic way. The technical service representative reviewed proper procedures with the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.